Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: during investigation, the pump electrical current draws are with in spec, no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. The pump was tested for a minimum of 24 hours with the customer pump settings with no errors, alarms, warnings or, overheating, or power loss duplicated. The black box verified the vp and vm were steady with no sudden drop prior to the power interruption event. The black box verified a power interruption at the time the overheating was reported on (B)(4) 2018 .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.